Event description:
The rptr tested her blood glucose at home and then went to a health care professional for a comparison test. The rptr got a reading of 262 mg/dl and the dr's meter read 167 mg/dl. The time defference between the comparison was one hr. No symptoms were reported. Rptr did not have control solution for testing.